Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event and hospitalization was ongoing. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.